Event description:
In 2003 the end-uder called medtronic minimed and stated that it had high bg's, and during hp test, a leak was detected at the luer connection. In 2003 maersk medical received the complaint and 3 used sets.